Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that after the fco was completed, the paddle was not recognized. There was no patient involvement.